Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using a drug coated in. Pact admiral balloon, the balloon burst during the first inflation at a pressure of 6atm. The balloon was inflated using a non-medtronic inflation device with a mixture of contrast media and saline. All fragments of the balloon were retrieved. There were no abnormalities noted in relation to anatomy, no resistance encountered when advancing the device, and no excessive force was used. The device did not pass through a previously deployed stent. The procedure was completed using another device of the same length and diameter. The patient was reported as alive with no injury.

Manufacturer narrative:
Additional informationthe balloon did not fragment and no vessel injury was noted. Product analysis balloon pressurized to 6 atm <(>&<)> 14 atm with no issue medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.